Event description:
The facility reported a failure code 812:02 on channel a. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional information available.